Manufacturer narrative:
The incorrect information was submitted on the initial medwatch.

Event description:
MDR decision date: (B)(6) - no serious injury alleged. Malfunction alleged. Per consumer, the paddle on the rollator collapsed and broke in half. MDR filed.